Event description:
It was reported that during unloading the cot from the ambulance the legs at the head end were not lowered. No one was injured. There were no sharp edges.

Manufacturer narrative:
Customer evaluated unit. Result: legs.